Event description:
Pt with metastatic colon cancer to the liver treated with 5-fu, leucovorin, cpt-11, fudr and xeloda. The pt underwent therasphere treatment to whole liver. Pt received 161 gy dose of therasphere via hepatic artery infusion that was uneventful. Four days later the pt was admitted to the hosp for fevers of 103.0f, aches and chills. Upon admission intravenous hydration was started and cultures were obtained. Antibiotic therapy was initiated. Pt rapidly became afebrile, cultures came back negative for infection. Pt's oral intake was adequate. The pt was discharged to home 3 days later. Pt is being followed closely to monitor any change in status.